Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to a failure in dr board, the real-time image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, image is disappearing is cause traced to component failure. And for the newly identified malfunction mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device experienced the image disappear. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.